Event description:
Please find attached medwatch forms with access numbers 1008976, 1008977, and 1008978. The device(s), noted on these forms as the brand: "taylor mcghan silastic implant", were not mfg by co.